Event description:
A malfunction occurred, indicated by a malfunction code, but it was noted that no significant prior events led to this issue. There was no adverse impact to the customer's blood glucose level. The customer did not perform a reset at the time of the call due to a lack of insulin in the cartridge, so technical support provided reset instructions via email with advice to contact them again if further issues arose.